Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the complaint device was received and evaluated at service center. The defect reported by the customer has been verified and remedied using the measures listed in the "proof of repair". Unit modified according to guideline of manufacturer. Unit safety test performed according to manufacturer's final test procedure with reference accessories. Functional test performed. Electrical safety test completed. Hipot test completed. Keyboard pcb corroded, hand control set replaced. Functional test according to test procedure completed . Motor does not turn: motor replaced. Defective drill mounting mechanism 1.0 has been replaced by 1.25 . Resistance value out of specs: hand control set replaced. Preventive replacement of o-rings performed according to service manual. As per input check report, the motor shaft was stuck, the device was leaky and the values of the keypad are out of range. At the time of the investigation, the root cause of the failure mode is undetermined. A review of lot/batch history for each legacy fms product complaint received by mitek chu is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in united kingdom that the micro tornado hp w hand control was not working properly. During in-house engineering evaluation, it was determined that the device had a defective drill mounting mechanism. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.